Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during the implant procedure, the right atrial (ra) lead showed increased pacing thresholds when connected to this pacemaker. The ra lead was tested via a pacing system analyzer (psa) and the measurements remained constant. This pacemaker was replaced prior to pocket closure and the issue was resolved. No adverse patient effects were reported.